Event description:
The account alleged that the bed was rising on its own and would shake when going down. No patient impact.

Manufacturer narrative:
The technician performed a functions check and the bed was found to function as designed.